Event description:
While positioning patients head in mayfield clamp onto mayfield connector of bed, surgeon reports the pin in right scalp "slipped" stated he felt a pressure change in the pin holding the head which resulted in a" scalp laceration", per surgeon: pin was one at the double end of the frame, not the single pin: site observed prior to surgery with minimal delay of surgical progression: at surgical conclusion, site cleansed, observed and stapled by surgeon.